Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 425 mg/dl at the time of incident. The customer treated with manual injection. The customer stated that the pump made a grinding noise when he rewound the pump. The customer stated that the pump alarmed no delivery. The customer was not able to troubleshoot during the time of call. The insulin pump will not be returned for analysis.